Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. In speaking with olympus technical support via the phone, the customer reported a doctor was getting a b40 error message in the middle of a procedure. The customer was advised the b40 error message indicates an internal failure, that the equipment should stop being used immediately, and sent in to olympus for repairs. The customer reported that he would set up a repair on the device referenced in this report at a later time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report a doctor was getting a b40 error message in the middle of a procedure using the evis exera iii video system center. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device has not been returned to olympus to date. The device serial number is unknown. It is likely the malfunction occurred due to failure of the electronic components of the cm board.

Event description:
The customer contacted olympus to report a doctor was getting a b40 error message in the middle of a procedure using the evis exera iii video system center. No other devices were involved in the event and the intended procedure was completed without delay using the same device. The device was inspected prior to use. The customer reported the device was "fine to proceed with case." It is unknow if the device was serviced by a third party.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the serial number provided by user facility, olympus determined that this report is a duplicate of the case identifier (B)(6), which was reported under MDR# 8010047-2021-08821.